Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for knee revision - infection. Date of event: 11 may 2026. Date of implant: (B)(6) 2026. Date of revision: (B)(6) 2026. Device location: right. Treatment/impact: depuy synthes components removed: yes (femoral, insert, tibial, patella). Depuy synthes products used: catalog number: 150410205. Lot number: d26031654. Component type: femoral. Description: attune post/stab fem rt sz 5 cemented. Catalog number: 151650510. Lot number: 3927287. Component type: insert. Description: attune ps/rp insert sz 5 10mm. Catalog number: 150621004. Lot number: 4937042. Component type: tibial. Description: attune fb tib base sz 4 por. Catalog number: 151810032. Lot number: 5008404. Component type: patellar. Description: attune medial anat pat 32mm.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.